Manufacturer narrative:
A customer from outside the united states reported observation of reproducibly elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to alternate-method testing. The customer suspects interference and intends to investigate further by testing using additional methods. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer reports observation of elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to alternate-method testing. An initial elevated tnih result (above assay cutoff) was obtained and reported to the physician. The doctor questioned the result, and the sample was re-tested in duplicate on the same atellica im analyzer, producing similarly elevated results. Testing using an alternate method produced a much lower ctni result. The customer does not know which result to consider correct. There are no reports that treatment was altered or prescribed nor of any adverse health consequences due to the discordant atellica im tnih results.

Manufacturer narrative:
MDR 1219913-2022-00403 was initially filed on 2022-12-02. Additional information, 2023-02-17: siemens has concluded the investigation. A customer from outside the united states reported observation of reproducibly elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to alternate-method testing. The customer suspected interferenceas a potential cause of the discordance. Siemens reviewed the available information to determine probable cause and evaluate for potential product issues. Quality control (qc) results were within range at the time the sample was run and thetnih results were reproducible, which is indicative of a patient/sample-specific incident. There was no sample material available for investigational testing by siemens. Atellica im high-sensitivity troponin I (tnih) is a high-sensitivity troponin I method, while the alternate method used is a point-of-care, conventiona- sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and the alternate method will produce similar results. The instructions for use (IFU) for atellica im high-sensitivity troponin I (tnih) states "there are conditions other than ami that are known to cause myocardial injury and elevated ctni values." In the interpretation of results section, the following is advised: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." A product performance issue has not been identified. The customer is operational. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.